Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, showed both sensors passed with accurate readings however, found both sensors had bend cannulas. Unable to confirm if the customer received the sensors in said condition due to the customer returned opened and used. Also, unable to confirm the insertion needle complaint due to the customer only returned the sensors.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading below 60 mg/dl and the insulin pump keeps going into threshold suspend but her blood glucose was 80, 110 and 120 mg/dl. During troubleshot; customer stated that she has noticed some bent cannulas on previous sensor, the serter may have a possible bent catch arm and the serter was pulling out the sensor during the insertion. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.